Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Date of event, test date and therapy date estimated.

Event description:
This is filed to report and atrial septal defect (asd). It was reported that the initial mitraclip procedure on (B)(6) 2017 was to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were deployed successfully reducing the mr grade to 1. There were no reported device issues that occurred during the initial procedure. The patient was stable post procedure. The patient returned for a follow up visit on an unknown date with a severe left to right shunt and progressive shortness of breath. Mr grade remained at 1. Echocardiography revealed an asd. On (B)(6) 2018 a 25 mm amplatzer septal occluder was implanted to close the asd. The patient is feeling better and is stable. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of atrial septal defect (asd) and dyspnea as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported atrial perforation cannot be determined. The reported dyspnea appears to be due to the asd. Although a conclusive cause for the reported patient effect of atrial perforation and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: on (B)(6) 2017, the patient returned for a follow-up visit. On (B)(6) 2017, an echocardiogram revealed mild to moderate mitral regurgitation. On (B)(6) 2018, a transesophageal echocardiography (tee) was performed which confirmed the clips were ok; however, there was a left to right shunt from an atrial septal defect (asd). On (B)(6) 2018, the large shunt was confirmed via catheterization. On (B)(6) 2018, the asd was treated with the septal occluder. No additional information was provided.